Manufacturer narrative:
See MFR 3012307300-2018-02797.

Event description:
It was reported that a cadd® cadd-ms® 3 was not working. The patient was admitted and put on hospital pumps. No harm to patient. Hospital treatment did not occur because patient's pump infusion could not be resumed.